Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the portal vein, the conveyor and the stent cannot be released after being released to the eighty five percentage position. It was further reported that the conveyor and the stent were allegedly found to be not separated after being dragged out. Reportedly, the stent remained in the patient's body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system and the stent were not returned for evaluation. Images and a video file were provided for evaluation, showing the transjugular target site of the stent. Based on the x-ray images it could be confirmed that the stent was partially deployed inside the patient and a fragment of stent remained in the patient. It is considered that the stent fractured during the attempt to remove the delivery system with the partially deployed stent from the patient. Based on the images it could be verified that another stent was successfully placed at the target site. Based on available information and evaluation of the provided photos and video, the investigation was closed with inconclusive results for partial deployment. A definite root cause for the reported event could not be determined. The intended placement of the device in a transjugular intrahepatic portosystemic shunt (tips) procedure represents an off-label use. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use sufficiently address the potential risks. The instruction for use states "once the stent is partially or fully deployed, micro-adjustments are no longer possible, and the stent should not be dragged or repositioned in the lumen." The reported use of the device to create a transjugular intrahepatic portosystemic shunt represents an off label use. Based on the instructions for use supplied for this product, the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. (Expiry date: 09/2025), (device). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the portal vein, the conveyor and the stent cannot be released after being released to the eighty five percentage position. It was further reported that the conveyor and the stent were allegedly found to be not separated after being dragged out. Reportedly, the stent remained in the patient's body. There was no reported patient injury.